Event description:
Pt undergoing advanced cardiac life support by paramedics. Pt placed on the 3-lead ECG on the lifepak 10. Found to be in fine v-fib. Gel pads found to be dried out in container. There was no discharge, twice, after monitor charged at 200j & buttons depressed. Successful defib when switched back to lead ii at 200j paddles on top of the fast patches. Pt stabilized & transported to e.r.